Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) generated erroneous high sodium (na) result on 1 patient sample. The result was not reported outside the laboratory. When the result failed delta checking, the sample was rerun on the same dxc 800 instrument as well as the other dxc in the lab. Those results were reported. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a damaged foil in the flowcell, the cl electrode tip and shear valve. The fse verified performance of the instrument.